Event description:
Surgeons attempting to staple deep in the pelvis during low anterior colon resection; device handle snapped on firing attempt; a new contour stapler was delivered to the field and the case proceeded; (the handle was not left in the patient).======================manufacturer response for stapler, surgical, contour (per site reporter).======================an event number was issued by ethicon; they are delighted to ship a replacement device for free; a shipping kit is on its way so ethicon may examine the broken device.